Event description:
Information was received from a healthcare professional (hcp) via manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the lead was placed in the nexframe measuring tool. The rep reported that the pa might have pushed down on the lead while measuring which may have caused the distal tip of the lead to get bent slightly. The rep reported that a new lead was put up to replace the bent lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.